Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year. A correlation between the device and the reported infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate 3 left ventricular assist system. The patient remains on lvad support. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted to the hospital on (B)(6) 2017 due to a driveline exit site infection. The signs and symptoms were not provided. The patient was treated with unspecified antibiotics. On (B)(6) 2017, surgical intervention with negative pressure wound therapy was performed. On (B)(6) 2017, unspecified surgical intervention was performed due to bleeding that occurred from the (B)(6) 2017 surgical intervention. All cultures since (B)(6) 2017 have reportedly been negative. The patient continues with negative pressure wound therapy. No additional information was provided.